Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-08160.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor, found the insertion needle missing; unable to confirm the insertion needle anomaly due to the needle was not returned with the sensor.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was also reported that the sensor had a needle which got stuck in the needle hub. The customer stated that the sensor was in pieces when she opened the package. The replacement of the sensor was advised. The caller did not know the blood glucose reading. Nothing further reported.